Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and found the sensor broken. The broken part was still attached to the adhesive tape. It could not be confirmed if the customer received the damaged sensor in its current state due to the customer returning an opened/used product.

Event description:
It was reported via phone call that the customer's sensor broke during insertion; the sensor was stuck on the base and the needle hub stayed inside of the serter. The patient's blood glucose at the time of incident was 4.7 mmol/l. The sensor was returned for analysis and a replacement sensor was shipped to the customer.